Event description:
The manufacturer received information indicating a patient expired while using a ventilator. There was no allegation against the device. The ventilator was returned to the manufacturer for evaluation. The device was found to operate and alarm as designed. During testing, the device failed test steps related to the nurse call connector. The connector was found to be heavily corroded due to insect infestation. The manufacturer believes this issue had no impact on the reported event. The ventilator was being used in the home and there was no allegation of device malfunction.